Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a low battery alarm. It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, and stated that there were no reports of patient injury or medical intervention. No additional information is available. (User interface module master software version is 6.13.92).

Manufacturer narrative:
(B)(4). The reported malfunction of a low battery alarm was not confirmed and not duplicated. The root cause was attributed to "end of warranty main batteries". The main batteries and battery harness were replaced to fix the problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.